Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2019 with the following findings: investigation of the alleged display issue was not able to be investigated by product analysis because the pump was received in a condition that prevented investigation of the alleged issue. Visible moisture in the display was confirmed but the allegation of missing segments could not be investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. The reporter alleged moisture in the display with segments of text missing after the pump was worn swimming. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.